Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible fracture of the right ventricular (rv) lead. It was further reported that the lead exhibited high, undefined impedance, and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.